Event description:
It was reported that during the use of a bd preset¿ eclipse¿ arterial blood collection syringe, some technicians did not properly secure the syringe caps, which resulted in leakage from an unspecified number of syringes during transport. No patient or user impact was reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.